Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was analyzed and helix difficulty allegation was not confirmed based on a passing helix mechanism test. Also, the continuity testing passed indicating that the conductors were intact.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to issues with extending the helix. This rv lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to issues with extending the helix. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was analyzed and helix difficulty allegation was not confirmed based on a passing helix mechanism test. Also, the continuity testing passed indicating that the conductors were intact.